Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(4) 2016.

Event description:
On (B)(6) 2016, a (B)(6) customer reported an unexpected negative antibody screening well when using capture-r ready-screen (4) on a galileo neo instrument, when tested on (B)(6) 2016.